Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows that the device completed the first and second priming sequences before being deactivated. No timeouts or drive stalls were observed in the pod data. Investigation of the needle mechanism did not find any damages or abnormalities that could contribute to the early deployment of the needle. The needle mechanism was manually reset to the not deployed position and functioned as intended through manual rotation of the ratchet gear. Although no abnormalities were observed, the exact cause of the reported early needle deployment could not be conclusively determined.